Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on march 31, 2016. For clarification, this complaint addresses the previously reported third revision surgery which was performed on (B)(6) 2016 due to persistent non-union, infection and two broken screws. It was additionally reported that there were no complications associated with the explant of the hardware and the broken screws. The screw fragments were removed from the patient. The procedure was successfully completed without surgical delay. Related events associated with this patient are addressed and reported under complaint numbers (B)(4). This report is for two unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information not provided by reporter. Unknown when non-union started or when patient fell. This report is for (2) unknown screws/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a revision surgery on (B)(6) 2016 due to a non-union of a distal humerus fracture. The reporter states that this procedure is the fourth of its kind with this particular patient. The original procedure to repair the humerus fracture took place on (B)(6) 2015. The surgery was completed successfully, however the patient fell subsequent to the procedure causing some of the screws to dislodge from the plate as confirmed through the use of x-rays. As a result the first revision surgery took place on (B)(6) 2015. During this revision surgery the surgeon replaced the entire plate and screws console. Subsequent to this surgery the patient fell again causing the screws to dislodge from the plate. The use of x-rays confirmed this information and a second revision surgery took place and was completed successfully on (B)(6) 2015. On an unknown date the patient fell again and x-rays were taken where it was discovered that a non-union persisted and two of the implanted screws were broken. A revision surgery was planned and executed on (B)(6) 2016. During this surgery a plate and 16 screws were removed from the patient. It was confirmed that two of the screws were broken. The surgeon performed a "clean out" and placed antibiotic beads into the patient. Cultures were also taken to determine infection. The surgery was being performed at the time of the call and no patient outcome could be determined. X-rays were not provided. This complaint involves 2 unknown screws. This report is 1 of 1 for (B)(4).